Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station offline. A field service engineer (fse) isolated drawers on the main and auxiliary units, where a misaligned auxiliary lock assembly was identified and instructions were provided to realign it using the correct panel key. Further troubleshooting revealed a failed controller on main drawer 5, and the pyxibus cable was disconnected to stabilize communication. It was then determined that half-height drawer 5 was preventing the station from powering up due to a failed 5.1 drawer controller board; both the drawer controller board and pyxibus module board were replaced. The system was rebooted, medstation and medapplication launched successfully, and the drawer was added back into storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary offline in remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.